Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she used the eakin seals four to five times last week and unknown number of time prior to that time. She stated that she had discontinued the use of product with her urostomy because within two days they would swell and cover my stoma. This did not prohibit urine from coming into the pouch. Product use was reviewed. Her usual wear time was three days and she would change her appliance sooner when noted. There was no redness or leakage reported under the wafer. She had wear time of 3 days with convatec pouch. There was no other product use reported by end user. No photo is available at this time